Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03966, 2015691-2019-03967, 2015691-2019-03968.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  The dates of the events are unknown; however, according to the article the study period started february 2006. For this reason, the first day of the reported study period (01-feb- 2006) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Reference: kempfert, jörg, et al. "A second prosthesis as a procedural rescue option in trans-apical aortic valve implantation." European journal of cardio-thoracic surgery 40.1 (2011): 56-60. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of this event could not be determined due to lack of detail information. However, investigation results suggest procedural factors and patient factors not provided may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿a second prosthesis as a procedural rescue option in trans-apical aortic valve implantation¿ corresponding author dr. Thomas walther et al. Since february 2006, patients that were previously treated with tavi with an edwards sapien valve, underwent a valve-in-vale (vinv) procedure with a second edwards sapien valve by ta approach.  The following events were identified in this group of patients as pertaining to edwards devices: the first valves had been implanted in a too-low position in 7 patients resulting in moderate or severe pv- leak due to insufficient covering of the aortic annulus or a trans-stent leak. The second sapien valve was successfully implanted in all 7 patients in a slightly higher position.